Event description:
The implant housing had shifted and the patient's understanding had deteriorated. The implant was damaged during the reposition surgery, therefore the user was reimplanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant housing had shifted and the patient's understanding had deteriorated. The implant was damaged during the reposition surgery, therefore the user was reimplanted with a new device. Additionally, some electrodes migrated out of the cochlea.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the revision surgery. According to the information received from the field the recipient underwent a re-positioning surgery due to a migration of the implant housing from its intended position. During the revision surgery the device was damaged and explanted. Further the electrode was found partially migrated out of cochlea. In addition, in situ measurements before the revision surgery showed two channels with hi status due to undetermined reasons. This is a final report.